Event description:
It was reported the pt was having difficulty communicating with both external devices, and did not have stimulation for a time. In addition, it was reported the recharge burden had increased. The sjm rep met with the pt and it was reported there may be an issue with the external charging device. A replacement part was sent to the pt. Attempts to determine if the issue was resolved were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.